Event description:
A falsely elevated troponin I result of 1.16 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested; a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to lack of customer maintenance.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to lack of customer maintenance. The customer performed required maintenance. The instrument is operating within specifications.